Event description:
It was reported that the rv coil impedance on the right ventricular lead was high triggering an alert two different times. The rv coil impedance was also noted to be varying. The alert limit was increased. The lead remains in use. No patient complications have been reported as a result of this event.